Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). A follow up/final report will be sent once the investigation is completed. Received; not yet evaluated.

Event description:
It was reported that during the surgery, this product didn't work at all since it was opened. Liquid leaked from the battery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record for 00515047501, lot number 63749207, identified no relevant deviations or anomalies. Product examination found that the unit functioned normally. A small amount of leakage was found on one of the batteries but it did not disrupt this device. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.